Event description:
Hcp reported "failed pump. Gear not pushing medication through? Battery okay." The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.